Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (5000 mcg/ml at 50 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had an MRI yesterday ((B)(6) 2022) but did not have the pump checked post MRI. The hcp stated that the patient went into the doctor's office and confirmed that the pump was still stalled. Technical services had the hcp run the logs again and it was seen that the stall it did recover after running the logs again. Technical services confirmed that it was telemetry mode and issue was resolved. No symptoms/patient complications were reported.